Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 349 mg/dl at the time of the event and reported an issue with the insulin pump. The hyperglycemia was treated with a manual injection. The customer was no longer confident in using the pump. Troubleshooting was partially performed and later declined. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer had not used the smartguard/auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the device. The insulin pump was returned for analysis.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement test, active current measurement, dat and occlusion test. The pump was monitored and no delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thump software. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump uploaded to care link pro without any errors. The pump was received with minor scratches on lcd window and scratched case. On 02/22/2024 02:13:27.000 normal bolus delivered, normal bolus amount programmed: 56000 (5.6 u) bolus amount delivered: 56000 (5.6 u) on 02/22/2024 08:00:29.000 normal bolus delivered, normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u) in summary, the pump passed functional testing. Unable to verify customer alleged for high bgs/under delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.